Event description:
Boston scientific received information that shortly after the implant procedure of this pacemaker and lead loss of capture was identified on the right ventricular lead which resulted in asystole for > 2 seconds as the patient had no underlying rhythm. All measurements on the lead appeared normal. A magnet was applied on the pacemaker and pacing pauses also occurred. When the magnet was taken off the pacemaker loss of capture was once again seen. Additional information provided noted that a procedure took place and it was revealed that this right ventricular lead had moved slightly. It was confirmed that this lead was not placed into the right position thus the lead had moved. The procedure was completed successfully and the lead was repositioned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.